Manufacturer narrative:
On 3/7/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found a kink in the shaft and a broken brim cap. The issue of the kink in the shaft has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was also received in the condition reported as the brim cap was broken. This issue remains reportable. The issue of broken brim cap has been assessed as MDR reportable as device integrity was compromised. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/9/2019, a manufacturing record evaluation was performed for the finished device and no internal actions related to this complaint were found. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath and a detached brim cap issue occurred. While removing the dilator from the vizigo sheath, the homeostatic valve popped off resulting in bleeding from the sheath. Bleeding was not excessive and was stopped by holding pressure with a finger at the end of the valve until sheath was removed. The orange piece of the valve popped off in one piece. The orange piece attached to the end of the hemostatic valve became detached from the sheath. Sheath replacement resolved the issue and the case completed. No adverse patient consequences were reported. The observed hemostatic valve separation issue has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath and a detached brim cap issue occurred. The returned device was inspected, and the hub cap was found broken. Additionally, there is a kink at the middle part of shaft. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage observed will be investigated under an internal corrective action. The root cause of the kink observed could be related to the manipulation of the device. Manufacturer ref no: (B)(4).